Event description:
The product was used during a procedure for colic excision for dilated occlusion. Reportedly, the staple line did not hold resulting in tissue loss. The surgeon performed a re-operation eight days later for excision of anastomosis.